Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos/images/videos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the butterfly pin wing was allegedly missed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one electronic video was provided for review. The video shows an infusion set needle inserted into the patient. The clinician was noted to point out the butterfly wings in which one wing was noted to be missing. The missing wing appears to be broken and separated from the infusion set. The manufacturing review states, visual inspection of the video showed medical personnel apparently attempting to infuse a substance through the infusion needle, the doctor was noted pointing to the wings of the device, and one of the wings was noted to be absent. Therefore, the investigation is confirmed for the reported defective component and identified fracture and material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h4, h6 (device, component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the butterfly pin wing was allegedly missed. The procedure was completed using another device. There was no reported patient injury.